Event description:
Event description guidant received information that the implantable cardioverter defibrillator (ICD) and non-guidant pacing lead system displayed out-of-range impedance measurements. An invasive procedure was performed, during which all connections were found to be sound. The leads were tested with a pacing system analyzer and impedance measurements were within normal limits.